Event description:
When this patient was rapid responded to our unit, they were soon emergently intubated. From the moment they were intubated, their ventilator consistently indicated a large leak (>80%) and was constantly alarming with tidal volumes and pressures inconsistent. Prior to intubation, the fellow checked the cuff and found it to inflate well with no visible leak. After intubation, in addition to the alarms, the rts (respiratory therapists) found that they could not get the cuff to maintain inflation. During my shift (the next day), the ventilator alarmed all day, which posed an unsafe situation as I could not tell what my patient's pressures and volumes were. We did have end tidal monitoring (that was inconsistent as well) and her o2 sats were good. Later in the day, we ended up performing a tube exchange. The patient did require atropine, low dose epi, and rocuronium due to agitation, low sats, and bradycardia related to inadequate sedation. Once the patient was sufficiently sedated, the exchange was performed well. The new tube had a minimal leak afterwards. A/r: this particular brand of ett should be investigated and perhaps removed from our stock. The tube was saved and passed along to management (interestingly, when I tested the cuff after removal, it seemed to hold inflation with no obvious leak). Plan to identify a different substitution for the etts and manufacturer notified. Device involved is a substitute device. Care teams have coordinated with substitution task force to review product sub options. There was no harm to the patient in this event.